Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred during the dwell phase on the homechoice. The home patient was connected at the time of the event. The caller stated the connection between the cassette line and bag was wet. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.